Event description:
It was reported that a caregiver experienced a continuous glucose monitor (cgm) pairing failure when attempting to connect a dexcom g7 to the ilet while the sensor was also paired to the dexcom mobile app and a receiver; the caregiver was instructed to power down the receiver and reattempt pairing after toggling the cgm connection. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact to health status and no hospitalization. Customer support included troubleshooting and user education regarding single-host pairing requirements for the dexcom g7. Investigation of this case revealed that the pairing failure was attributable to the cgm being connected to multiple devices, which prevented successful pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incompatible configuration, resolved through guidance to pair the cgm to a single device.